Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what were the indications for surgery? Obese patients submitted to sleeve gastrectomy. The patient had already undergone previous abdominal surgery (left colectomy) and had multiple peritoneal adhesions. Extensive adhesion lysis was necessary to access the stomach. Option to drain the cavity with a tubular drain due to dissection. What was the anatomical location where each cartridge was used? Distal to proximal direction: green / golden / 4 blue was buttressing material used? No.generally, the surgeon does not use reinforcement in the stapling line. Used it in the past and stopped using it a few years ago after good results with the staplers. Were any difficulties experienced with device intraoperatively? In this procedure, the surgeon did not report any difficulties with the material. However, he reported that in 2 previous surgeries the stapler appeared to be harder than usual. Could a detailed timeline of events be provided? D0 - sleeve without complications. Doctor did not report any problems with the materials used. Option to use a tubular drain to monitor gastrectomy due to extensive dissection of abdominal adhesions from previous surgery. D2 - pain when reintroducing diet. A contrast-enhanced x-ray was performed and found a small drain-oriented fistula. D7 - bleeding from the drain + vomiting with blood. Endoscopy was performed with the finding of blood in the gastric cavity, with no evidence of active bleeding. It was decided to maintain observation. D 7-8 - the patient presented with severe hemorrhage and hypovolemic shock. Surgeon opted for re-operation. Finding: large amount of blood in the abdominal cavity, including clots. Evidence of gastric wall dehiscence, gastric body (surgeon reports that probably in the position of the 1st blue load), and presence of active bleeding. The patient evolved with hypovolemic shock and death in the immediate postoperative period. Where was the location of bleeding and hole? Surgeon considers that probably in the position of the 1st blue charge (~ 15 cm from the pylorus). Were staples present in area? If so, describe shape. Surgeon describes that he saw staples formed on both sides of the gastric wall (anterior and posterior). How was bleeding staple line addressed? Endoscopy and laparotomy. Was the bleeding intraluminal or intra-abdominal? Both. Was an autopsy performed? What was the cause of death? Acute hemorrhage.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the anatomical location where each cartridge was used? Was buttressing material used? Were any difficulties experienced with device intraoperatively? Could a detailed timeline of events be provided? Where was the location of bleeding and hole? Were staples present in area? If so, describe shape. How was bleeding staple line addressed? Was the bleeding intraluminal or intra-abdominal? Was an autopsy performed? What was the cause of death? Is device available for analysis? If not, is a representative sample? It was not informed which of the products that are in the kit that failed, however the list of staplers and loads present in the kit follows. A manufacturing record evaluation was performed for the finished device lot/batch number, t93l2z, and no non-conformances were identified. Manufacturing date: 06/18/2019, expiration date 05/31/2022. A manufacturing record evaluation was performed for the finished device lot/batch number, t94e5g, and no non-conformances were identified. Manufacturing date: 09/09/2019, expiration date 08/31/2022. A manufacturing record evaluation was performed for the finished device lot/batch number, r40p2h, and no non-conformances were identified. Manufacturing date: 07/24/2018, expiration date 06/30/2023. A manufacturing record evaluation was performed for the finished device lot/batch number, t4016y, and no non-conformances were identified. Manufacturing date: 01/17/2019, expiration date 12/31/2023. A manufacturing record evaluation was performed for the finished device lot/batch number, r40t5g, and no non-conformances were identified. Manufacturing date: 08/14/2018, expiration date 7/31/2023.

Event description:
It was reported that the surgeon reports having operated on the patient and subsequently having to reoperate on him due to internal bleeding. Reports heavy bleeding in a staple line and then a hole in the same location. Patient died.